Manufacturer narrative:
Date not provided at the time of this report.

Event description:
The manufacturers failure investigation technician reported review of significant event log indicates the o2 device failed. Patient involvement unknown.

Manufacturer narrative:
D10: updated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
D10: updated h10: review of the significant event log indicates the o2 device failed - if the o2 device test fails, the unit shall alarm indicating failure of the test, and continues to deliver breaths targeting the 21% oxygen concentration setting regardless of the user-set o2 setting. Due to the error codes noted in the significant event log, the bench repair technician replaced the central processing unit (cpu) printed circuit board.